Manufacturer narrative:
An evaluation of the event was performed at mako surgical. Review of the rio log files showed that the emergency stop button (e-stop) was triggered multiple times in rapid succession. Since the rep did not physically press the e-stop, and because they were only a few seconds apart, it is expected that the cause of the issue was short of the e-stop hardware wires. The field service engineer checked for looseness in the e-stop wires, and found no issue. He also moved these wires while moving the arm in an effort to find a weak position for them, but could not reproduce the issue. After further investigation, the root cause could not be determined. There have not been any issues experienced during 6-8 cases performed since.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After successfully completing bone preparation and advancing to the tibial bone model on the burring mode page, the arm immediately started making "clicking noises" that sounded like the brakes were engaging. The clicking continued as the surgeon took hold of the rio arm in attempt to engage the stereotactic boundary. He was able to engage the boundary, and then the arm locked up completely in the patient's incision. The makoplasty representative guiding the case hit the "free" button, but the arm would not free. The rep proceeded to pull back the rio and engage th brake override button, and the surgeon removed the arm from the patient's incision. At the guidance module, th rep again hit the free button to engage the boundary and the surgeon was able to proceed through the case with no other issues.